Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device 's sound abatement foam. The patient alleges to having fluid buildup on his lungs due to the machine not working for two days. The patient also alleges the light came on and said the device needs serviced. There was no report of medical intervention. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device 's sound abatement foam. The patient alleges to having fluid buildup on his lungs due to the machine not working for two days. The patient also alleges the light came on and said the device needs serviced. There was no report of medical intervention. The device was returned to third party service center and evaluated. Evaluation result stated that foam degradation was observed. Section health impact grid has been corrected.